Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery tip would not disengage when the blue lever on handpiece was let go after severing the first venous branch. Harvester advanced the toggle forward to open and deactivate the power to the jaws but the jaws remained activated and the generator continued to beep. Generator power setting was 3. The device was quickly removed from patient's leg. Harvester visualized the jaws smoking outside the body and then the jaws caught on fire. The continued electrical feed turned the tip white-red hot turning into a small flame outside of the patient. The flame was described as the size of a small candle. The flame was extinguished by waving the device back and forth. There was no issue noted with the vasoview hemopro power supply when used with a new evh kit. The hp2 cable was removed from the back of the device with a bit of difficulty at which time the generator stopped beeping. The hemopro 2 device was not checked by engaging the cut and cautery on a wet 4x4 outside the body and looking for steam as described in the IFU. A new device was used to complete the procedure. There was no delay. There was no patient harm after endoscopic reassessment and no damage to the vessel. Photos provided by complainant show the blue toggle in the halfway position and the jaws singed and melted.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery tip would not disengage when the blue lever on handpiece was let go after severing the first venous branch. Harvester advanced the toggle forward to open and deactivate the power to the jaws but the jaws remained activated and the generator continued to beep. The device was quickly removed from patient's leg. Harvester visualized the jaws smoking outside the body and then the jaws caught on fire. The continued electrical feed turned the tip white-red hot turning into a small flame outside of the patient. The flame was described as the size of a small candle. The flame was extinguished by waving the device back and forth. There was no issue noted with the vasoview hemopro power supply when used with a new evh kit. The hp2 cable was removed from the back of the device with a bit of difficulty at which time the generator stopped beeping. The hemopro 2 device was not checked by engaging the cut and cautery on a wet 4x4 outside the body and looking for steam as described in the IFU. A new device was used to complete the procedure. There was no delay. There was no patient harm after endoscopic reassessment and no damage to the vessel. Photos provided by complainant show the blue toggle in the halfway position and the jaws singed and melted.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw# (B)(4). Updated sections: b4, b5, d4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 08/23/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. Thermal decomposition was observed on the hot jaw, indicated by the whitish color of the clear silicone insulation. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The silicone insulation on the tip of the hot jaw was observed to be peeled and detached from the hot jaw, exposing the hot metal jaw tip. No other visual defects were observed. An investigation was conducted on 11/15/2024. Signs of clinical use and evidence of blood was observed. Thermal decomposition was observed on the hot jaw, indicated by the whitish color of the clear silicone insulation. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The silicone insulation on the tip of the hot jaw was observed to be peeled and detached from the hot jaw, exposing the hot metal jaw tip. No other visual defects were observed. An engineer evaluation was conducted. The issue with the toggle and the device remaining activated was not confirmed. The complaint device did show signs of clinical use. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failures "device remains activated" , "fire" , and "environmental particulates" were not confirmed, however the reported failures "overheating of device" was confirmed as well as the analyzed failures "peeled; delaminated; jaw" and "material twisted/ bent wire" was observed. The lot # 3000412789 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failures.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery tip would not disengage when the blue lever on handpiece was let go after severing the first venous branch. Harvester advanced the toggle forward to open and deactivate the power to the jaws but the jaws remained activated and the generator continued to beep. Generator power setting was 3. The device was quickly removed from patient's leg. Harvester visualized the jaws smoking outside the body and then the jaws caught on fire. The continued electrical feed turned the tip white-red hot turning into a small flame outside of the patient. The flame was described as the size of a small candle. The flame was extinguished by waving the device back and forth. There was no issue noted with the vasoview hemopro power supply when used with a new evh kit. The hp2 cable was removed from the back of the device with a bit of difficulty at which time the generator stopped beeping. The hemopro 2 device was not checked by engaging the cut and cautery on a wet 4x4 outside the body and looking for steam as described in the IFU. A new device was used to complete the procedure. There was no delay. There was no patient harm after endoscopic reassessment and no damage to the vessel. Photos provided by complainant show the blue toggle in the halfway position and the jaws singed and melted.